Event description:
It was reported the pt experienced discomfort at her scs ipg site. The pt had her ipg relocated from the left flank to the abdominal area during surgery on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.